Manufacturer narrative:
Additional information has been received which was not included with the initial report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted in intensive care unit due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with manual injection and insulin drip and based on customer report customer did not allege insulin pump was under delivering. The insulin pump passed the high-pressure test. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.